Event description:
It was reported that when using the bd pyxis¿ es server, the reports were not running, and the orders were not crossing over. The reports had not been printing automatically or running manually since that morning. In the past 20 minutes, the orders had also stopped crossing over from meditech to the pyxis machines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the reports were not running and orders not crossing over form meditech to station. A technical support specialist (tss) dialed into server and confirmed that all download and processing times were current and messages were crossing over. After restarting critical services, the tss ran a downtime query that showed the carefusion coordination engine (cce) in disconnected mode, so tss deployed the interface service utility, verified no critical healthsight viewer (hsv) status, and confirmed that messaging was restored. A subsequent downtime query showed messages crossing normally. When attempting to run reports, an unexpected error occurred, and even after restarting the job scheduler, the issue persisted, the dsserverreports database was found stuck in restoring status. Once cce connectivity was restored, reports ran successfully and extract transform load (etl) notices cleared. Then the tss informed the customer that dsserverreports remained in restoring and advised engaging their information technology (it) team, as this related to site-managed high-availability replication. The customer confirmed that the information was forwarded to is team, reported no current issues with the server or reports, and indicated customer would reach out if further assistance was needed. The system functioned as intended after the technical support specialist investigated the device.